Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure and the patient experienced vessel perforation that required blood transfusion, balloon deployment, and prolonged hospitalization. At the beginning of the case after gaining access, the physician advanced the webster cs catheter without using fluro and perforated through the inferior vena cava (ivc) with the catheter. They looked at fluro and noticed the webster cs catheter was not in the right position. They advanced the nuvision ultrasound catheter and noticed it was not going the right way. Contrast was used and they discovered the perforation in the ivc on fluro. The catheters were all removed. The medical intervention provided to the patient was protamine, (the patient was given heparin prior to advancing the cs catheter). An interventional physician and vascular surgeon were called and they gave 2 units of blood and they used a balloon to stop the bleeding but it was affecting the patient blood pressure which was decreasing when the balloon was open. A runner was also bringing products from stamford and a gore rep was called. After about an hour, the bleeding stopped. The patient left the room still intubated but in stable condition. The case was cancelled. The patient did not require cardiac surgery. They expect the patient will make a full recovery. Due to intubation the patient was in the hospital longer than planned for an afib ablation procedure. The physician thinks this was caused by being too heavy handed with the cs catheter and not using any imaging while advancing up to the heart. No ablation was performed, the event occurred before any mapping or ablation.